Event description:
Reportedly, the bluetooth communication does not work and pairing is impossible with a printer or smart ECG.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced, as normal ble communication was observed with a reference pacemaker. - therefore, the root-cause of the reported communication issue could not be determined.

Event description:
Reportedly, the bluetooth communication does not work and pairing is impossible with a printer or smart ECG.